Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. On 13-dec-2021 a device history record (DHR) review for model ec38-i10nl, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 24apr2017 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10nl. In the event reported, the user states that during colonoscopy, lens of scope had a blurry spot that the surgeon was unable to wash off. The lens was blurry. The timing was in the procedure room during use. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information. G2: report source. G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: customer reported during colonoscopy, lens of scope had a blurry spot that the surgeon was unable to wash off. However, there was no repair data that could determine the cause so we didn't know what was causing it.